Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported that they struggle to charge the implant sometimes because of a bump in their back. Patient noted that where it is in their lower back has a bump there and now it is hard to locate the implant and start the connection. Patient stated they are not sure what to do. When asked for an event date; patient reported ever since they had the implant revised but that they only charge once a week but can usually find a connection and it is a pain in the butt but this the third time trying to recharge since surgery. Patient was redirected to their hcp.